Manufacturer narrative:
A study was conducted by a customer from (B)(6). The article "cephalothin is not a reliable surrogate marker for oral cephalosporins in susceptibility testing of enterobacteriaceae causing urinary tract infection" was published in a diagnostic microbiology and infectious diseases journal. The article concluded that the vitek® 2 ast-n244 test kit did not perform reliably with cephalothin. An investigation was performed. Biomérieux reviewed the scientific publication claiming an overestimation of cephalothin susceptibility compared to reference methods (very major error: 15.2% and 11.1% with broth microdilution and disk diffusion, respectively). Additional information and strains are not available for investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to reference method. Quality analysis confirmed there were no non-conformances for the cephalothin performance issue during the same time frame. The most recent trend report did not identify cephalothin complaints as a systemic quality issue.

Event description:
A journal article from spain was reviewed by biomérieux. The article claims false susceptible cephalothin results reported in association with the vitek 2 ast-n244 test kit. No details were provided regarding the strain source(s) nor the status of patients, if any. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.